Event description:
Atrial lead impedance, over sensing observed on atrial lead." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).